Manufacturer narrative:
The insulin pump passed all functional testing including the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarm. The device had a cracked case near the reservoir window and cracked reservoir tube lip during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and cosmetic damage on the insulin pump. Troubleshooting for high blood glucose was performed. Customer went to the emergency room as a result of diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose level was 411 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Troubleshooting for cosmetic damage was performed. Customer advised there were cracks on the right hand side of the reservoir. Customer believed the damage occurred when they slipped on ice. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.